Event description:
It was reported that the keypad button presses did not activate desired pump functions. The pt stated that all buttons click and spring back as usual, but are unresponsive. She noticed that the backlight button is responsive. The pt stated that she wears the pump on her waist with the low profile clip or in a pocket. She said that she swam with the pump in a pool earlier on the day of the event. The pt reported that the keypad was intact, there was no moisture noted behind the display, no moisture in battery or cartridge compartments, no cracks/dents/scratches in the pump body, and the audio bolus button intact.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up, down, okay, and contrast buttons were unresponsive during testing. During investigation, the up, down, okay, and contrast key contact traces were found to be broken; the key contacts click and spring back normally when pressed. There was evidence of moisture and corrosion under all key contacts.